Manufacturer narrative:
It was reported that during a mitral valve repair, the drape shed foam into the surgical site. The physician was required to remove the foam material from the surgical site with suction and forceps. The patient was under general anesthesia at the time of the incident. The procedure did not last longer than expected and the patient did not require additional anesthesia. No impact to the patient or the patient's stability was reported to the manufacturer. Reportedly, the drape involved in this incident was discarded. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident and the need for medical intervention to remove the foam material from the surgical site, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a mitral valve repair, the drape shed foam into the surgical site.